Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient¿s mother stated that the patient had a skin reaction which occurred three days after the sensor had been inserted. He developed an infection, soreness, and a knot at the insertion site. He was taken to the hospital on (B)(6) 2020, given unspecified antibiotics and was sent home. At the time of the report almost 3 weeks later, the site was healed. No additional patient or event information is available.